Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the optic was damaged. The procedure was completed on the same day. Additional information has been requested and received stating that the lens had been removed during initial procedure (in and out) and replaced with another backup lens.